Manufacturer narrative:
Batch review performed on 18.november.2021. Lot 147191: (B)(4) items manufactured and released on 28-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. Visual inspection performed by r&d project manager. During the analysis it is evaluated that the whole ha on the stem body has been absorbed by patient bone as expected. Looking at the neck surface some sings are present, also a big sign is present on the medial part of the stem and on the frontal proximal part of the body surface, probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening. Clinical evaluation performed by medical affairs director stem revision after primary cementless tha around 6 years after index surgery. The stem was reported to have loosened, although there are but modest radiographical signs of loosening. The bone quality of the patient appears to be very good; a cemented stem was chosen for the revision treatment, same size of the primary stem. No reported infection; we must therefore assume that aseptic loosening took place for no defined reason. Secondary aseptic loosening is a possible adverse event following tha, described in literature, and its causes often remain undetermined.

Event description:
On (B)(6) 2021 the surgeon performed revision surgery due to stem mobilization. The precise primary date is unknown it was performed in 2015.